Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) shocked them and they passed out and hit their head. The patient went to the emergency room two days later. Information from the clinic indicates the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr). The device is still in use. No further patient complications have been reported as a result of this event.